Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-20981. It was reported that the atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2021. During the replacement procedure on (B)(6) 2021, the new atrial lead to be replaced exhibited failure to capture and low pacing impedance. The replacement atrial lead was not implanted and was replaced during the same procedure on (B)(6) 2021. Patient was stable.